Event description:
An abbott field svc rep (fsr) stated that the customer informed him that suspect electrolyte results were reported out of the lab for one pt that were generated on the architect c8000 analyzer. An initial sodium assay result of 168 mmol/l was not questioned by the pt's physician. The customer also stated that chloride assay results were also elevated but no data was available. The fsr did a precision run and %cv results were out of the assay package insert specifications. Also, controls were out of specification for the electrolyte assays. The fsr performed preventive maintenance procedures and resolved the elevated electrolyte issue. The pt sample was retested and generated a result of 139 mmol/l. There is no impact to pt mgmt reported.

Manufacturer narrative:
An abbott field svc rep (fsr) performed further troubleshooting procedures and found that an incorrect probe was installed on the analyzer. The fsr removed a reagent probe and installed the proper sample probe. All subsequent calibrations and checks were successful with acceptable results and instrument operations. The customer's issue is addressed in the abbott architect system operations manual (pn 96211-107) 2007, service and maintenance - component replacement: list number 01g48-03 - sample probe and list number 01g47-03 - reagent probe. This is a final report.